Event description:
An aneurx iliac stent graft was implanted in a pt for the endovascular treatment of a saccular abdominal aortic aneurysm and occlusive disease approx 1 month ago without a bifurcated stent graft. Vessel morphology was not reported. It was reported that post operatively the pt began experiencing pain on the left lower quadrant and eventually was readmitted to the hosp for eval. A sigmoidoscopy was performed revealing multiple ulcers throughout the left colon. The pt had ongoing gi bleeding, worsening tenderness and leukocystosis. The physician was concerned that there was an impeding perforation and recommended that the pt undergo urgent left hemicolectomy. There was a moderate amount of serous type fluid present without evidence of infection or blood. Omentum was found adherent to the left colon and rectum and when this was listed off and multiple adhesions were taken down around the pelvic inlet. There was evidence of an area of sigmoid colon in the upper rectum which was necrotic with impending perforation. There was no evidence of small bowel injury. There was moderate amount of blood in the distended ascending and transverse colon. There was no evidence of retroperitoneal hemorrhage nor was there any evidence for ischemia in the other portion of the bowel. The physician suspected the inferior mesenteric artery exclusion using endoluminal stent graft was responsible for the ischemic colitis. He dissected into the pelvis and incised the peritoneal reflection between the uterus and the anterior wall of the rectum. A "colonectostomy" was performed followed by a rigid sigmoidoscopy confirming that all the tissues were well perfused. There was no leakage from the anastomosis. The pt tolerated the procedure well and transported to recovery in satisfactory condition.

Manufacturer narrative:
Eval results: arterial and venous occlusion. Bifurcated stent graft was not implanted. Conclusion: bifurcated stent graft was not implanted. Required secondary intervention.